Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm vessel sealer extend instrument to perform failure analysis. The instrument was analyzed and was found to have a bent electrode at the lower jaw. The electrode is protruding. Component adjacent to the bent electrode do show damaged. There are two dislodge ceramic dots. Additional observation related to customer reported complaint: the instrument was found to have two dislodged and missing ceramic dot at the distal jaws. The dots are not placed in their original places, and they are missing. The instrument passed continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend instrument stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: I was not made aware that any fragments were missing from the vessel sealer. No fragments were found in the body and the patient has not returned to the hospital for treatment for a retained object.

Manufacturer narrative:
The root cause is attributed to accidental impact loads from another instrument.